Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported "20-year-old devices need to be explanted due to a lateral deflation". This record is for an unknown side. The device was explanted.

Event description:
Patient reported "20-year-old devices need to be explanted due to a lateral deflation". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
The device remains implanted, emdr corrected to reflect device remains implanted. Clarification h.6: f1903 has been removed as device remains implanted. Clarification d.6a implant date: implant date provided as 2004/2005, 20-year-old device date selected as (B)(6) 2004.